Event description:
During a procedure, a pt used the frame of the examination table as a hand grip. When the examination table was moved by the operator, the patient's fingers were reportedly injured, resulting in two broken fingers, the user's maunal clearly warns against possible danger points and states that no part of the patient's body may project beyond the tabletop during an examination.